Manufacturer narrative:
Samples from the same lot number were received from the customer. The samples were tested for adhesion and met product specifications.

Manufacturer narrative:
Customer reported the product was 3m¿ micropore¿ plus paper tape, catalog number was not provided.

Event description:
An outpatient hemodialysis center reported the following event. Approximately 2.5 hours into scheduled 3.75-hour hemodialysis treatment, patient was found unresponsive with venous needle dislodged. Approximately 200-300 ml blood mixed with saline was noted under the patient's chair. Needle was reportedly still under the patient's skin, with tape intact. Systolic b/p was in the 60s. Machine reportedly did not alarm. Patient was placed in trendelenburg and approximately 1.2 l normal saline was administered. Oxygen was applied via nasal cannula; ems was called. Upon discharge from facility, patient was responsive and answering questions with sb/p 178. Patient was transported to hospital via ems. One unit of blood was transfused, the patient was discharged from the hospital and returned for his next scheduled hemodialysis treatment on (B)(6) 2018.